Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). The patient had a relatively small left atrium with a large appendage. While changing from flower to basket in the rspv the catheter had a spline inversion. All attempts to fix it while inside the patient were unsuccessful. The catheter was removed from the patient and the spline were manually corrected. They were able to complete ablation. However, it was also reported that during testing, the catheter and guidewire were advanced accidentally into the appendage. Effusion was observed during post-procedure echo. A pericardiocentesis was performed and the patient is expected to fully recover. The effusion was related to accidental advancement into the appendage, not the spline inversion. The catheter had been disposed.